Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the lead was received with the guidewire stuck in the lead and the distal conductor distorted.

Event description:
It was reported that the lead was an attempted implant. The patient had tortuous vasculature and it was noted that the "lead stability was a little compromised when the wire was pulled back because the tortuousity came back and would pull the lead a little." Then the "wire got stuck into the lead and so the whole assembly including the lead had to be withdrawn." A competitor lead was then placed in a different branch vessel. No patient complications have been reported as a result of this event.